Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the ilet device advanced past the ¿press and hold¿ step and proceeded directly to filling the tubing; the user was guided through troubleshooting and returned to the ¿press and hold¿ screen, after which insulin delivery was resumed. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy after guidance and no alerts or alarms. Investigation included user coaching, review of use steps, and functional confirmation through successful completion of the procedure. Investigation of this case revealed a user interaction/use sequence issue associated with the infusion set and cartridge change process, with the device functioning as designed once the correct steps were followed. It was concluded, based on previously established findings for similar reports, that the cause was user error during the supply change procedure.